Manufacturer narrative:
Batch review performed on 13 december 2023 lot 142369: (B)(4) items manufactured and released on 08-jul-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 9 years and 4 months from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.